Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05513. It was reported that balloon rupture occurred. Two 4.00mm x 15mm nc emerge® balloon catheters were advanced consecutively for dilation. However, during each inflation, both balloons ruptured. The devices were removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device lot number, device expiration date, device manufactured date, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method code, result code and conclusion codes updated.   Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inner lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The shaft is buckled 3mm from the bi-component weld which is consistent with damage seen with the use of a guidewire. There are numerous hypotube and shaft kinks. The shaft is stretched in numerous locations. Microscopic examination revealed a pinhole 11mm form the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05513. It was reported that balloon rupture occurred. Two 4.00mm x 15mm nc emerge® balloon catheters were advanced consecutively for dilation. However, during each inflation, both balloons ruptured. The devices were removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.